Event description:
It was reported the pt is experiencing a heating sensation at the ipg site not related to recharging. Follow-up identified the issue persists; however, the physician believes the sensation is from the ipg pressing against the nerve. There's no intervention planned to address the issue at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.